Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site. The reported issue was confirmed and it was determined that the battery pca needed to be replaced. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be undamaged and in working condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device passed all operational testing. However, a follow up analysis of the returned battery pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The battery pca was found to be fully functional and a cause for the original failure could not be determined. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device had bent battery pca pins. There was no reported patient or user involvement and no adverse patient/user impact.